Event description:
It was reported that this pacemaker exhibited non-capture pacing on the right ventricular (rv) lead. Surgical intervention was performed to replace the pacemaker and rv lead. This product was explanted. No additional adverse patient effects were reported.